Event description:
During a patient cholecystectomy procedure, the surgeon inserted, through the same incision cut as the spider device, a rigid suction/irrigation instrument. The surgeon accidentally tangled the suction/irrigation instrument into the spider device and broke or snapped loose the upper right link arm at the link arm connector. A piece of the link arm connector fell into the surgical bed. The surgeon was able to locate and retrieve the piece from the patient. No injury or impact to patient care was reported. The device was returned to transenterix, inc. For evaluation.